Event description:
It was reported the patient's recharge burden had increased from once every 3-4 weeks to once every 3 days (netherlands). The ipg low battery flag appeared. The ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.